Manufacturer narrative:
The analyzer serial number is (B)(6). A review of the alarm trace data showed sample quality related alarms, including sample foam detection and abnormal sample aspiration alarms. The field service engineer determined the laboratory was experiencing water quality issues, which prompted a decontamination of the water system and instrument. A general reagent or analyzer issue was not present, because the qc prior to the event was within ranges. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys pth on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a pth value of 4.47 pg/ml. The sample was repeated twice, resulting in pth values of 35.8 pg/ml and 36.3 pg/ml.

Manufacturer narrative:
The customer provided data for two additional patient samples with discrepant pth results (samples 2 and 3). Sample 2 initially resulted in a pth value of 6.35 pg/ml on (B)(6) 2025. The sample was repeated twice, resulting in values of 79.8 pg/ml and 81.3 pg/ml on 26-jul-2025. Sample 3 initially resulted in a pth value of 5.07 pg/ml on (B)(6) 2025 and it repeated as 56.1 pg/ml on (B)(6) 2025.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.